Manufacturer narrative:
An event of a calcified valve was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, eight photos were received for analysis. Based solely on the aforementioned photos, the device did appear to have been calcified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the site the patient may have been on calcium supplements.

Event description:
About 6-7 years after a 23mm trifecta valve was implanted the device became calcified requiring intervention. The patient was either treated with a valve-in-valve replacement or a surgical explant. Additional information has been requested, but unavailable.

Event description:
About 6-7 years after a 23mm trifecta valve was implanted the device became calcified requiring intervention. The patient was either treated with a valve-in-valve replacement or a surgical explant. Additional information has been requested.